Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7.

Event description:
Healthcare professional reported left side rupture. The device has been explanted. The previously reported events of "implant contributing to autoimmune illness", "rheumatoid arthritis, hypothyroidism, hypertension, [and] thyroid cancer" have been determined to be not device related.

Event description:
Healthcare professional reported "silicone ruptured implants", "patient feels like there is a piece of something still in there" and "intact implants". Later, healthcare professional reported "removed material + implant shell pieces", "balls of silicone pieces", "implant contributing to autoimmune illness" and "rheumatoid arthritis, hypothyroidism, hypertension, thyroid cancer". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.